Event description:
Procedure: anterior cervical disk fixation. Reportedly, the surgeon was using the adjustable drill through a variable end guide, when the head of drill broke off in the vertebral body. The surgeon was able to extract the drill head using scissors. No pt injury reported.